Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). (B)(4). Are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with an ep shuttle rf generator and suffered an esophageal fistula. Eleven (11) days after the initial procedure, mediastinitis and the esophageal fistula were perioperatively diagnosed via CT scan. Medical intervention was required as a result, including a thoracotomy/exploration, several drainages, an esophageal stent and long-term antibiotic treatment. The patient status is currently unknown, as he is still hospitalized. The physician's opinion regarding the cause of the event is that it was the result of a combination of factors, including the high power used in several spots during the ablation procedure and the location of the esophagus, which was close to the left pulmonary vein. Additionally, it was noted that the patient was on non-steroidal anti-inflammatory drugs, but was not on the prescribed proton pump inhibitors. Overall ablation time at the site of the injury was 60 minutes, with a temperature cutoff of 40 degrees c and a power cutoff value of 35w. The temperature/impedance/power values at the time of injury are unknown, as it was diagnosed 11 days post-procedure. An esophageal temperature probe was in place to prevent injury, and the procedure was being monitored via fluoroscopy. Proton pump inhibitors were prescribed as well. The catheter was not in close proximity to another catheter, and was zeroed after the initial warm-up phase. The carto system did not indicate that re-zeroing of the catheter was necessary. No error messages were present on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with an ep shuttle rf generator and suffered an esophageal fistula. The device was evaluated, and was found to be in specification with no errors present. The device was subjected to preventative maintenance, safety and functional testing, and all tests passed. No malfunctions were found. The customer complaint could not be confirmed.